Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator's pressure failed to deliver. There was no harm or injury reported. The device has not been returned to the manufacturer. This follow up MDR is being submitted as part of a batch submission of previous complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review. A user contacted the manufacturer regarding the sound abatement foam correction/removal with an allegation the ventilator's pressure failed to deliver. A follow-up report will be submitted when the manufacturer's investigation is complete. This issue was previously reported under MDR 2518422-2022-07208-1 incorrectly. The MDR number has been corrected.

Manufacturer narrative:
Additional information was received on jan 31 , 2025 and section h10 should be reported as: the manufacturer received information alleging a ventilator's pressure failed to deliver. There was no harm or injury reported. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. There was no mention of visual findings to the external part of the device. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There was no error found. The manufacturer concludes that confirm the customer's allegation and there was visible foam degradation and unit is scrapped. In this report, sections d9, g3,h2, h3, and h6 have been updated or corrected.

Event description:
The manufacturer received information alleging a ventilator's pressure failed to deliver. There was no harm or injury reported. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.